Event description:
The patient received his scs system on (B)(6)2010 consisting of an ipg, two leads and two anchors. It was reported that he lost stimulation following an accident. An x-ray revealed that the patient's leads had migrated. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set. A supplemental report will be filed as necessary.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.